Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service sleep alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: call service 052 alarms were observed in the pump's alarm history and black box. The pump booted up with sound, vibration, and a blank display. After a few minutes a ¿sleep error¿ message appeared. The software to the master processor was reloaded and the pump powered on normally. The pump was exercised for 24 hours with no further alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.